Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 287 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump. It was unknown if the customer was using auto mode or not at the time of incident. The customer did allege under delivery on insulin pump. The customer stated that her insulin pump was not delivering insulin. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was performed. No further patient complications were reported.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged possible under delivery anomaly and high bgs found on (B)(6), 2022. The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The insulin pump passed displacement accuracy test at 0.0872 inches. Insulin flow block alarm functioned properly during testing. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded insulin pump history files and traces using thump software and generated carelink reports. In the insulin pump history files found no no delivery alarms on the event date of (B)(6), 2022. The daily total of bolus insulin delivery is 9.4 u on (B)(6), 2022 at 00:00:00.000. Insulin pump was cut open to perform visual inspection and found a cracked component on electrical board. The following were also noted during visual inspection: scratched case, cracked case (battery tube), corroded battery tube, and pillowing keypad overlay. Possible under delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for high bgs. Moisture damage was confirmed found isolated in the battery tube. Cracked component was confirmed found on electrical board, c-16 capacitor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.